Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the cartridge o-ring was missing. The customer confirmed the o-ring was not located on the pneumatic tap. The cartridge was changed to address the issue, however, the new cartridge did not fit onto the pump. There was no reported adverse impact to customer¿s blood glucose level. Additional information was not provided. Multiple follow up attempts were made to obtain additional information; however, a response was not received.